Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a f/u report will be submitted.

Event description:
The customer initially reported that the insulation sleeve on the device was torn during surgery. The incident device was returned and a visual inspection revealed that the knife was protruding from the jaws of the device.